Manufacturer narrative:
On 14-dec-2020 the field service engineer (fse) performed preventive maintenance activities. During preventive maintenance, the fse found a clogged rinse tube. Following the service actions the instrument was operating within specification. The investigation determined the event was due to contamination of the rinse tube identified by the fse.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for creatinine jaffe gen.2 (crej2) on a cobas 8000 c 502 module. Patient 1 initial result was 417 umol/l. This result was reported outside of the laboratory where it was questioned as it was too high. On (B)(6) 2020, the sample was repeated on a different c502 module with a result of 98 umol/l. The sample was also repeated on the c502 module in question with a result of 96 umol/l. On (B)(6) 2020, patient 2 initial result was 165 umol/l. The repeat result was 59 umol/l. It is not known if the initial result for patient 2 was reported outside of the laboratory. The crej2 reagent lot number was 476244. The expiration date was not provided.